Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "suspected/actual rupture/deflation", "change shape/size/style" and "ptosis" as no device related via nbir. This record is for the right side. The device was explanted and replaced.